Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis filled to 500ccs and experienced left sided deflation post procedure. The deflation was confirmed through a physician¿s examination. Additionally, bilateral asymmetric appearance created by ptosis of both prostheses was reported. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed. The right sided deflation was reported by mentor initially under 1645337-2019-08103 on 2/2/2019. On 2/14/2019 mentor received the additional information regarding the asymmetric appearance created by ptosis. This report relates to the right prosthesis.